Manufacturer narrative:
Conclusions - since the instrument is not returning for evaluation, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Per the information provided by the initial reporter, the broken instrument piece was successfully retrieved from the patient.

Event description:
It was reported that while dissecting for a pelvic lymphadenectomy during a da vinci hysterectomy procedure, one of the blades of the monopolar curved scissors (mcs) instrument broke off and fell into the patient's abdomen. The broken piece was retrieved and the planned surgical procedure was completed with a replacement instrument of the same type. No patient harm, adverse outcome or injury was reported. The initial reporter indicated the mcs instrument would not be returned to isi for evaluation.